Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead displayed fluctuating shock impedance. A red alert was issued indicating shock impedance was high. Impedance had not gone out of range. No noise was seen. Technical services discussed testing lead integrity with a high energy shock and getting an x-ray. The clinician indicated they would probably just monitor the patient monthly via latitude and routine follow up. No adverse patient effects have been reported.

Event description:
As reported via our department of clinical safety, this patient required vascular repair, due to access related injury for percutaneous implant of transcatheter valve. Relationship to the device was reported as remote and the event was resolved.

Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."